Manufacturer narrative:
We were informed that this lead may be fractured. Upon receipt, the lead under complaint was found cut approx. 48cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed multiple abrasion marks along the lead fragment. The insulation was abraded through 48cm proximal to the lead tip. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore the insulation was damaged between 10cm and 7cm proximal to the lead tip resulting from constant friction against another implantable device such as a nearby lead. In this region the conductor cable to the ring electrode was found fractured. Both findings may have led to the reported inappropriate shock delivery. Additionally cuts in the insulation and a deformed svc shock coil were noted which most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient reported receiving sixteen inappropriate shocks on (B)(6) 2019. This lead was subsequently explanted and replaced on (B)(6) 2019. Should additional information be received, this file will be updated.